Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the glue catheter was returned with a used syringe attached, showing signs of use. The glue catheter was measured using a ruler at where the laser markings on the catheter should be. No markings were evident at 3cm and 85 cm from the distal tip of the returned catheter. A laser marking was observed at approximately 11.1 cm from the distal tip of the returned catheter. 3 film images were returned for review. Film image 1: ¿image received of a catheter with a syringe with adhesive attached held by a hand. It is not possible to tell if a laser marking is present or not based on the returned image. Lot number # of the device could not be confirmed based on the returned image.¿. Film image 2: ¿image received of the distal tip of a catheter. It is not possible to tell if a laser marking is present or not based on the returned image. Lot number # of the device could not be confirmed based on the returned image.¿. Film image 3: ¿image received of a catheter with a syringe with adhesive attached held by a hand. It is not possible to tell if a laser marking is present or not based on the returned image. Lot number # of the device could not be confirmed based on the returned image.¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a venaseal closure catheter for treatment. The IFU was followed. It was reported the laser marks on the delivery white catheter were on wrong location. The physician opened a new kit to complete the case. No patient injury.